Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite,calibrated the blender and fio2 (fraction of inspired oxygen) monitor. Blender verification test was performed and all tested okay according to factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a high fi02 reading. The customer confirmed there was no patient involvement associated with the reported event.